Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, withdrawal difficulties occurred. The target stricture was in the esophagus. A cre 18-20mm 8cm f/g balloon catheter had been advanced to treat the target stricture. The balloon was inflated to unspecified atmospheres. The balloon was deflated; however, withdrawal difficulties were encountered. During deflation, "it was physically twisting and made a hard rigid tip". The balloon was unable to be removed from the unspecified scope. The balloon and scope were removed together. Once the devices were outside the pt, they cut the "plastic off the balloon and that released the knot at the end of the balloon and that released the knot at the end of the balloon". The balloon was then able to be removed from the scope. Further inspection of the catheter revealed a leak occurred "further up" the catheter. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.